Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer blood glucose was 246 mg/dl at the time of the incident and took a bolus. The customer¿s current blood glucose was 119 mg/dl. The customer was assisted with troubleshoot. Based on customer report customer did allege insulin pump was over delivering. The product was returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened escape and act button dome switch and partial unlocked liquid-crystal display keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime alarm, force sensor test and excessive no delivery test or verify over delivery anomaly due to buttons not responding.